Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s inguinal hernia. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient event. Hernia is a well-known potential complication with patient¿s on pd therapy due to the increased intra-abdominal pressure from the dialysate during dialysis. Based on all the available information, it is unknown if the patient¿s inguinal hernia was pre-existing prior to start of pd therapy. However, it was reported the inguinal hernia has become more exaggerated with pd therapy and the hernia requires repair. Therefore, the use of the fresenius cycler to facilitate pd therapy cannot be excluded as a factor in the hernia event.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was experiencing long drains and slow flow alarms with the liberty select cycler. It was reported the patient is positional and will have the pd catheter (not a fresenius product) repositioned during upcoming hernia repair. There were no reported allegations that any fresenius device or product caused the patient¿s hernia. Upon additional follow-up, the pd nurse reported the patient has a left lower inguinal hernia. The patient began pd therapy on (B)(6) 2020. Per the nurse, it was unknown if the patient¿s inguinal hernia was pre-existing prior to the start of pd therapy. However, it was reported that the hernia is more exaggerated since the patient started pd therapy. The patient had not required any hospitalization because of the hernia. The nurse confirmed the patient is scheduled for a hernia repair. The nurse reported there have been no cycler malfunctions or increased intra-peritoneal volume (iipv) events related to the patient¿s hernia. Additionally, the nurse indicated the hernia was not caused by the fresenius cycler. It was reported the patient¿s exaggerated hernia is attributed to the normal physiology of pd therapy due to the dialysate in the peritoneum.